Event description:
Lead product analysis was completed. The reported fluid leaks allegation was verified in the product analysis, or pa, lab. The outer tubing had cut/puncture openings in the lead body likely caused at implant/explant. Remnants of dried fluids were identified in the outer tubing and no obvious point of entrance beyond the cut/puncture openings were noted. The high impedance was not verified in the pa lab. The alleged pain at the generator site and painful stimulation at the electrode site could not be evaluated in the pa lab. The lead was returned in two portions. The portion of the lead containing the electrodes was not returned for analysis and, therefore, evaluation could not be made as to that portion. A continuity check between the setscrew and the end of the returned lead portion confirmed proper contact. Setscrew marks were identified on the connector pin indicating that proper contact between the setscrew and the connector pin existed at one point. No discontinuities were identified within the returned lead portions. There was no obvious damage to the inner tubing or lead coils at the location of the cut/punctured opening that led to fluid leaks. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. Generator product analysis was completed. The allegations of oversensing and painful stimulation were not verified in the product analysis, or pa, lab. Resulted of the automated fet demonstrated proper sense threshold operation and proper output current levels for the generator. Various electrical loads were attached to the generator and diagnostics demonstrated accurate resistance measurements. The generator performed according to functional specifications. The decoder was reviewed. The impedance histories were reviewed on the logs worksheet. High impedance was noted on initial report's date of event and the date of explant surgery. The other high impedances observed were prior to implant or post-explant. There were no adverse functional, mechanical, or visual issues identified with the generator.

Event description:
Follow up with the medical professional's office revealed that the electrodes were removed but since the manufacturer did not receive the portion of the lead containing the electrodes, it was determined that the surgical team had likely discarded that portion of the lead.

Event description:
The explanted products were received by the manufacturer and are pending product analysis. Follow up by the company representative revealed that the vns lead looked to have had blood in it, indicating possible fluid leaks into the lead insulation. The patient's mother later reported that the patient experienced a "convulsing neck from stimulation", chest and neck pain. It was noted that the patient would experience "surges" to his neck, lasting 30 seconds to a minute, that could be relieved if the patient moved his head in a certain way.

Event description:
It was initially reported that the patient was experiencing pain due to the placement of their device. It was later reported that high impedance was observed on the patient's vns. The nurse practitioner stated that she had disabled the patient's vns that week due to pain around his neck and that the patient has been feeling better in regards to the pain. It was later reported by the patient's mother that the patient was scheduled for the replacement surgery due to the generator causing chest pain, ear pain, and issues during an ECG (the patient heard a rushing in his ears.). The mother was concerned that the generator pocket was close over the heart. The patient underwent full vns replacement surgery. Follow up with the physician revealed that the reported chest pain and ear pain were attributed to vns stimulation as the patient would experience is for every five minutes or so and then not for hours. It was stated that reducing the settings did not work, but disablement had lessened the pain, but did not resolve it. The physician reported that the replacement was to preclude serious injury as she felt that there was possibly a lead fracture. The explanted products have not been received by the manufacturer to date. No additional relevant information has been received to date.